Manufacturer narrative:
On november 1, 2021, the mentor failure analysis lab received the device for evaluation. On november 8, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sal smooth rnd diap 150cc breast implant was found to have a tear on the posterior view measuring approximately 3.1 cm. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear on the posterior view, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture analysis of the device's photo: upon visual evaluation of the image provided in the complaint, a tear was noted on the device. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone breast prosthesis implantation surgery with a 150cc mentor smooth round moderate profile saline breast prosthesis on an unspecified breast, suffered breast implant deflation, post-procedure. The deflation was diagnosed via an ultrasound. As a result, the patient underwent removal and replacement with an unspecified implant on (B)(6) 2021.

Manufacturer narrative:
On october 22, 2021, mentor received additional information indicating that the implant was for breast augmentation revision and that it was the left breast implant. In addition, on the (B)(6), 2021 revision surgery, the implant was replaced with a 350cc mentor smooth round moderate profile saline (catalog: 3501655). Manufacturer¿s reference number: (B)(4).